Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Set up the unit to run accuracy tests. The unit passed (-2.69%) the accuracy tests. Open up the unit and take a look at the expulsor, and it shows wear and degrade foam. Replaced the expulsor assembly as preventative measured. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was in use for infusion and at the end of the scheduled infusion there was a "significant amount" of medication remaining. No adverse effects reported.